Event description:
The customer states that a (B)(6) result was generated by the axsym ausab assay. The customer states that axsym ausab (new) lot 96284m500 is exhibiting a (B)(6) bias/imprecision for both control and patient samples when compared to the former lot in use. The customer gave the following examples: (B)(6). The cta recommended a number of troubleshooting procedures to try and is sending the customer a new reagent kit of the same lot. No suspect results have been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The issue of discrepant axym ausab results occurred when the customer used a new pack of axsym ausab reagent. No discrepant results were reported outside of the laboratory, and there was no impact to patient management. The customer then used a new ausab reagent pack, and performed troubleshooting procedures, which included flushing the axsym probes. No additional discrepant control or patient results were generated by the axsym plus analyzer after this procedure was completed. The axsym system operation manual (list no. 09a26-06) and the axsym ausab assay package insert (66-6609/r1) both contain information to address the customer's current issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information and the current evaluation, no deficiency was identified for the axsym plus analyzer list no. 07a83-03 related to the issue under evaluation. Evaluation , method: review of complaint tracking and trending. The initial report was submitted under brand name axsym ausab, abbott laboratories, (B)(4) manufacturing site. It was determined that the investigation should be performed on brand name axsym plus analyzer, (B)(4) manufacturing site.